Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed evidence of installation of partially discharged batteries. The battery compartment and cap were undamaged; the cap was able to be properly secured to the pump. The pump successfully completed a prime sequence without issue or alarm. Power draws were within specification. There was no evidence of damage or defect to the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.